Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low sodium (na) results generated by the unicel dxc 600 pro synchron chemistry analyzer. The customer provided example of one patient. The original sample was repeated on an alternate unit and higher result was obtained and reported. The erroneous result was not reported out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
Qc was within lab established ranges prior to the event. Qc was not run post the event. The laboratory was performing twice weekly maintenance using incorrect solution. Service requested the customer to perform correlation. At the time of the event the instruments were correlating. Service ordered the correct solution for the customer to use and monitor performance.